Event description:
It was reported that this right atrial (ra) lead was part of the system revision due ton infection. Reportedly, the patient had left ventricular assist device (lvad) driveline infection. The patient was treated with intravenous antibiotics. No adverse patient effects were reported. The ra lead remains in service.